Event description:
It was reported that the atrial lead dislodged during a system upgrade. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, lead, implanted: (B)(6) 2008. (B)(4).